Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lo#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient stated the communicator no longer communicated. The patient couldn't get a bolus and they were hurting. When the patient went to do the bolus, the controller kept saying to turn on the communicator. The patient plugged it up for 15 minutes and it worked, but 30 minutes later, the patient stated that it laughed at them and wouldn't function. The patient further stated that it was not holding a charge. The patient felt there was a communicator battery issue due to handset saying 'retry' and 'get another communicator.' The agent reviewed communicator indicator lights and the patient confirmed the communicator indicator light turned green when they charged it and no light was present for a while after that. The patient confirmed they charged and unplugged the equipment before using it. The agent assisted the patient in connecting to their pump well and the patient confirmed 2 hours and 37 minute lockout. The agent assisted the patient in toggling off/back on bluetooth and location. When the agent inquired event date, the patient stated it just started today and later stated 2 hours ago it drove me crazy. The patient then stated "it was hung at 91% like usual" for a brief moment before getting to 100%. The patient confirmed the handset was charged to 88%. The patient would continue to charge the communicator and handset daily and would call back for further assistance if needed.